Event description:
Event description cpi received information that this endotak down-sized lead (0125) had dislodged, and was removed from service along with the patient's implantable cardioverter defibrillator (ICD).